Event description:
During a pta treatment procedure, inflation/deflation difficulties were encountered with the symmetry small vessel balloon. The patient remained asymptomatic during this event. The lesion being treated was in the left radial artery. The physician used a 5fr, 3 cm introducer sheath for vascular access, and a transcend .018 guide wire to cross the lesion. It took a 'few minutes' for the symmetry balloon to expand on the first inflation, then it deflated normally. Two more inflations were carried out, to 10-13 atms, with normal inflation/deflation rates. After the fourth inflation, the symmetry balloon would not deflate, and negative pressure was applied with a syringe. After approximately five minutes, the symmetry balloon deflated fully and was withdrawn from the patient without difficulty. No patient injuries or complications were reported. Patient status is reported as 'stable.'